Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that concerning a (B)(6) old baby (male (B)(6)) that was going to have a cardiac surgery two days after. He had a catheter inserted at the surgery room. The catheter was found cut in two in its diaper. First there was leak discovered in the diaper because of the catheter cut in two, but then it was decided not to insert another device because it was not necessary. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. Visual examination was conducted on the returned sample and it was observed that the catheter was broken into two parts. Other than the catheter broke into two pieces, no other abnormalities were noticed on the returned sample. According to the complainant description, this issue was only noticed after catheterization stage which in this case the device was found broken inside the patient's diaper. Thus, indicating that initially there is no issue detected and device was fit to use. Both parts of the broken catheter were examined using the dino-lite to analyze the damaged area and smooth cut area. Review on the other broken part near the tip portion {distal part) of the shaft reveals matching cutting jagged edges in which suggesting that the tube was once well attached to each other. Catheter broke may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result, the catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render to catheter to be detached or break. Based on the above findings, we did not find any problem within the product which could have contributed from manufacturing processes. Therefore, we could not confirm the complaint.

Event description:
It was reported that concerning a (B)(6) baby (male (B)(6)) that was going to have a cardiac surgery two days after. He had a catheter inserted at the surgery room. The catheter was found cut in two in its diaper. First there was leak discovered in the diaper because of the catheter cut in two, but then it was decided not to insert another device because it was not necessary. There was no patient injury.